Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged when connected to a power source via computer. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the logs were unable to be retrieved therefore the alleged malfunction could not be evaluated.